Event description:
The manufacturer received information alleging a patient expired while on a trilogy device. The device was returned to the manufacturer for evaluation and no malfunction of the device was observed. The ventilator's downloaded event logs were reviewed by the manufacturer's service center. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.